Event description:
The complainant reported the patient was on impella 5.5 support and during support, the patient had access site bleeding. The patient lost an estimated two liter of blood therefore four units of packed red blood cells were given to the patient. The bleeding was controlled and the patient remained stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of the access site bleeding issue was most likely use related since non- abiomed product was used. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26154 as it is unknown if the initial reporter also sent the report to the food and drug administration.